Event description:
A report from the hospital stated that: "respiratory therapist made rounds on ventilated pt at 7 am, suctioning, oral care and checking vent settings. After providing the above care, the therapist went to care for another pt. The pt's nurse responded to the room approximately 34 minutes later to find the pt apnic and the ventilator on "standby". The pt was coded and responded but the neurology consult notes anoxic brain injury/ischemic damage. The therapist does not remember putting the ventilator into standby mode. Pt admitting diagnosis was sepsis and pneumonia. (B)(4). Reference # MFR 8010042-2013-00197.